Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: it was reported by a healthcare professional that the 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) is hurting the vessel with the petal of the device. The assisting physician mentioned that another device had been used before and it was probably the reason for the issue. Additional information received indicated that there was more vasospasm after removal of the device than the customer is used to. The customer feels that there was potential intimal injury. Medical imaging was received. No additional information is available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Returned medical imaging was reviewed by the senior medical affairs director and the assessment reads as follows: the complaint that was expressed is clear and the images are of good quality. What is visible is an occlusion in the right mca after the bifurcation with a subsequent image showing patency but vasospasm all the way from the m1 segment to distal. There is several reasons why this may happen, one being the shear manipulation of devices (including wires and catheters) in the vessel segment as well as an effect of the vessel wall due to traction. The latter may happen if the thrombectomy device effectively grips the clot and pulls the clot away from the wall. This is intended use and may point to a device being more effective than expected, in comparison with a previous device. Another reason may be damage to the vessel wall. Neither of the causes described can be concluded from the images that are available, but invariably the spastic segments will recover to normal upon waiting or administration of spasmolytics. It is not clear from the complaint whether this was the case with this patient. Vascular injury and vasospasm are known potential complications associated with the use of the embotrap iii device in mechanical thrombectomy procedures and are listed in the instructions for use (IFU) as such. With the information provided, the root cause of the event cannot be determined. However, there are clinical and procedural factors including vessel characteristics, clot burden, device selection, and mechanical manipulation of devices within the artery that may have contributed to the events. There is no indication that the device malfunctioned, or that the event is related to a design or manufacturing issue. The actual severity of the reported events are unknown. Furthermore, the relationship of the embotrap iii to the reported event cannot be disassociated. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that the 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) is hurting the vessel with the petal of the device. The assisting physician mentioned that another device had been used before and it was probably the reason for the issue. Additional information received indicated that there was more vasospasm after removal of the device than the customer is used to. The customer feels that there was potential intimal injury. Medical imaging was received. No additional information is available.